Event description:
It was reported that while using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes that there was no label. The following information was provided by the initial reporter: we¿ve found the below in a pack of bd vacutainer naedta 4ml reference 368521 - bottle without label.

Manufacturer narrative:
Investigation summary: material #: 368521. Lot/batch #: 2265958. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. 100 retained samples were visually inspected and no missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.